Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported approximately thirteen years post filter placement, the patient allegedly experienced chest pain. It was further reported that the filter fractured and migrated, with one filter arm in pericardium, one in anterior chest wall and other one in left chest wall near 10th rib. It was further reported that the filter was removed using forceps and the cut-down was required to remove the migrated filter limbs. The patient's status is unknown.